Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during a routine follow-up, diagnostics indicated variable measurements for shock impedance and the patient had received a vibratory alert. The lead was explanted and replaced.